Event description:
It was reported that post implant of the device they could not get any diagnostics and implant detection was still running. It was noted that there was no atrial lead attached to the device. The device remains in use as it was explained that with a plugged atrial port implant detection would have to be manually turned off because there needed to be ra (right atrial) and rv (right ventricle) impedances in range to complete automatically. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.